Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the xenmatrix (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1) and additional emdr was submitted to represent the ventralight st mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2006 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, "a ventralex mesh (device 1) was placed into the abdominal wall using prolene sutures." (B)(6) 2018 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with removal of mesh (device 1) and implant of xenmatrix (device 2). Per op notes, "a midline incision was made. Adhesiolysis was performed, the old mesh (device 1) was excised. A xenmatrix (device 2) was placed into rectro rectus space using prolene sutures." (B)(6) 2018 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with implant of ventralight st mesh (device 3). Per op notes, "the previously placed biologic mesh (device 2) had torn in half and retracted. Dense adhesions to the mesh were cleared. A ventralight st mesh (device 3) was placed above the level of the biologic mesh (device 2) and below he peritoneum." (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh using echo ps (device 4). Per op notes, "dense adhesions to the anterior abdominal wall. A ventralight st mesh using echo ps (device 4) was placed into the abdominal wall and a synthetic mesh also placed."